Event description:
It was reported that during percutaneous coronary intervention procedure the collar section was damaged. The guidezilla¿ 145, 5-in-6 guide extension catheter was used in the treatment of the unspecified lesion located in the left anterior descending artery. It was reported that the collar section was damaged during the use. The procedure was completed with another of the same device. No patient complications were reported and that patient's status is good.

Manufacturer narrative:
Age at time of event - 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: visual inspection of returned guidezilla guide extension catheter revealed that there were kinks in the shaft of the device at 45.6cm and 121cm from the strain relief. Microscopic examination revealed a partial separation at the collar/proximal shaft bond. Inspection of the remainder of the device revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during percutaneous coronary intervention procedure the collar section was damaged. The guidezilla¿ 145, 5-in-6 guide extension catheter was used in the treatment of the unspecified lesion located in the left anterior descending artery. It was reported that the collar section was damaged during the use. The procedure was completed with another of the same device. No patient complications were reported and that patient's status is good.